Event description:
On 10/02/2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting the "apply sample" symbol after he had applied a sample to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the late morning of about one month prior. The cca noted that the patient manages his diabetes with oral medication(s); however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the reported issue. Approximately 15 minutes after the alleged issue began the patient claimed he became shaky, and immediately treated self with oral glucose. At the time of troubleshooting, the cca noted that the patient was using expired test strips. The patient did not have a new vial of test strips to retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.